Manufacturer narrative:
Additional information was received that no device information, including the model number and serial number, can be obtained from the clinical study site and no further investigative action can be completed.

Event description:
A report was received that the patient was admitted and treated with medication for an attempted suicide. The patient had recently undergone an implant procedure for an ipg and leads. It was noted that this event was possibly related to device stimulation and not related to procedure and hardware.

Event description:
A report was received that the patient was admitted and treated with medication for an attempted suicide. The patient had recently undergone an implant procedure for an ipg and leads. It was noted that this event was possibly related to device stimulation and not related to procedure and hardware.

Event description:
A report was received that the patient was admitted and treated with medication for an attempted suicide. The patient had recently undergone an implant procedure for an ipg and leads. It was noted that this event was possibly related to device stimulation and not related to procedure and hardware.

Manufacturer narrative:
Additional information was received that the patient attempted suicide by trying to hang himself in the context of stress at home. The patient was admitted to the hospital and treated with sertraline, up to a dose of 100 mg daily, and quetiapine, up to 100 mg daily. After adjusting medication dosages, the patient has better control over his anxiety, improved mood, and is committed to taking the treatment and following up on an outpatient basis. The physician assessed the event as recovered/resolved. Twenty days after being admitted, the patient was discharged with a plan to follow-up in the next week with the neurologist. Additional suspect medical device components involved in the event: model: db-2202-45 serial/lot: (B)(6). Description: dbs directional lead sterile kit 45cm.

Manufacturer narrative:
Additional information was received that the event date was (B)(6) 2018.

Event description:
A report was received that the patient was admitted and treated with medication for an attempted suicide. The patient had recently undergone an implant procedure for an ipg and leads. It was noted that this event was possibly related to device stimulation and not related to procedure and hardware.